Event description:
Pfna nail was implanted in a patient with subtrochanteric fractures. During one review consultation on (B)(6) as complaining of pain, a post x-ray and review shown the nail broke at the area where the distal locking bolt is located. The nail was inserted for 3 months. The pfna nail broken post-operative. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimension of the broken pfna-ii nail was found to be in compliance with the technical drawings and specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard. The proximal femoral nail (pfna-ii small) broke at the occupied locking hole in the nails distal part. After breaking, the two nail fragments rubbed against one another causing some destruction of the fracture surfaces. The microscopic view of the available fracture surfaces did not show irregularities. Fretting wear marks and plastic deformation were observed on the inside of the locking hole, contact zone nail/locking bolt, as well as on some areas on nails surface. The marks resulted from micro movements between nail, the used locking screw, patients bone which indicate high dynamic loads. An unstable situation in the bone fracture area highly stressed the nail, and resulted in high dynamic bending and torsional loads. The implants and mainly the nail had to transfer and neutralize forces that may have been greater than the tolerable load. Prolonged mechanical stressing and overload led to a fatigue failure of the pfna-ii nail. No product fault could be detected.